Manufacturer narrative:
During further evaluation, it was determined that the root cause was due to the handpiece not securing saw blade and that the straining ring had come loose from the oscill-head base due to improper retaining compound application. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional (cannot hold blade), the straining ring became loose from the oscillating head base coupling, the restraining ring had no loctite residue and they found dirty grease on oscillating head base coupling. Therefore, the reported condition was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a primary (tka) total knee arthroplasty surgical procedure, it was observed that when the cutter device would release when connected and secured to the battery oscillator device and power applied. There was a two minute delay to the surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.